Event description:
In 2008, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultramini meter is giving erratic readings. On five days later, this medical affairs specialist contacted the pt to clarify info about the initial call. It is not known as to when the erratic reading issue first occurred. The pt reported blood glucose results of "51, 170, and 102 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. The pt indicated that she started having symptoms described as "vomiting and headaches" on three days prior to original date while she obtained blood glucose readings ranging in the 100 mg/dl. The pt claimed that she did not know if her symptoms were due to having high blood glucose or low blood glucose at the time of concern. As a result of the erratic issue, the pt reportedly decreased her humalog insulin to 5 units. On two days prior to original date, the pt allegedly obtained blood glucose readings in the 200 mg/dl range and took her usual insulin dose. At approx 4 or 5 pm, the pt went to her doctor to receive medical advice in regards to "some test results" she had done. When the doctor tested the pt at a "high" blood glucose result (unspecified numeric value), the doctor confirmed that she was allegedly hyperglycemia by finding ketones in her urine. The paramedics were called to transport the pt to the hospital. The pt obtained a "high reading'' without a numeric value on the paramedics meter. The pt claimed that the paramedic continued to monitor her blood glucose in route to the hospital and did not provide any other medical treatment. Upon arrival at the hospital, the pt obtained a blood glucose reading of over 500 mg/dl on a hospital meter and was admitted into the hospital where she was treated with 12 units of novolog insulin and IV fluid. The pt was reportedly diagnosed with diabetic ketoacidosis. Upon release 3 days later, the pt's diabetes lantus insulin was increased from 35 units to 40 units. At the time of her hospital release, her blood glucose read "170 mg/dl" on the hospital meter. The pt indicated that she did not test with her blood while she was at the hospital, as she did not bring her meter to the hospital. The doctor indicated that she was allegedly hyperglycemic because she has been stressed and not eating properly. The pt felt that had she obtained readings that correlated with her symptoms, which were suggestive of hyperglycemia on three days prior to original date, she would have obtained medical assistance sooner and could have prevented her reported diabetic ketoacidosis condition on the next day. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, the blood sample were taken from approved testing sites, the meter was not coded correctly, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because the pt alleged that she initially decreased her insulin based on the meter reading and claimed she did not receive the proper treatment, due to the reported issue for 1 day prior to being admitted into the hospital and diagnosed with diabetic ketoacidosis. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for eval, but has not yet received them. If the lfs product is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.